Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported that the cvc placed on the patient on date (B)(6) 2019. The patient received mitoxantrone (50cc) and after was noted a seroma. The volume was aspired and treated with betamethasone. The device was replaced.

Manufacturer narrative:
Qn#(B)(4). The customer provided one photo for evaluation. The photo showed an enlarged region of tissue near the catheter insertion site. The catheter appeared to be correctly sutured using the box clamp and juncture hub. No leaks could be detected from the photo. The customer also returned one 4-lumen catheter for evaluation. The catheter contained obvious signs of use in the form of biological material. Visual examination did not reveal any defects or anomalies. The length of the catheter body measured to be 170 mm which is within specifications of 157-177 mm per product drawing. The returned catheter was initially flushed to ensure no blockages were present. The distal end of the catheter body was then clamped and each line was pressurized using a water-filled lab inventory syringe. No leaks were detected. The catheter was connected to lab leak tester and pressurized to 300 kpa for 30 seconds. No leaks were observed from any region of the catheter. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "air embolism can occur if air is allowed to enter a central venous access device or vein. Do not leave open needles or uncapped, unclamped catheters in central venous puncture site. Use only securely tightened luer-lock connections with any central venous access device to guard against inadvertent disconnection." The customer report of a seroma was confirmed by visual examination of the customer-supplied photo. However, no defects or anomalies were detected with the returned catheter. The sample passed all relevant visual, dimensional, and functional testing, and a device history record review was performed with no relevant findings. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer reported that the cvc placed on the patient on date (B)(6) 2019. The patient received mitoxantrone (50cc) and after was noted a seroma. The volume was aspired and treated with betamethasone. The device was replaced.